Event description:
Same case as mgfr. #: 6000093-2007-01934. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occured. The lesion being treated was located in the heavily calcified circumflex obtuse marginal artery. The physician advanced the 2.5x9mm maverick2 balloon to the lesion, inflated it and the balloon ruptured between 4 to 5atms on the first inflation. The physician then advanced a 2.0 x 9mm maverick2 balloon to the lesion and that balloon also ruptured. There were no patient complications. The procedure was successfully completed with a different device. Patient status is listed as "fine".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.